Event description:
On (B)(6) 2012, gamma3 operation was performed. When the surgeon inserted k-wire of lag screw, the k-wire wasn't stable in guide wire sleeve especially in the front side. The operation was continued and finished w/o problems.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Associated device is 1210-6450s k-wire 3, 2x450 mm lot# unk.